Manufacturer narrative:
Tandem's user guide states: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer had disconnected tubing from t:lock connector which introduced air into the patient line. Tandem technical support educated the customer on proper supply use technique. Reportedly, the customer primed the tubing and resumed insulin to resolve the issue. Blood glucose level was 310 mg/dl.